Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. Trends were monitored for the last 3 years, no other issue was found. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. At the present time this complaint is closed.

Event description:
The device was implanted via v-p shunt to a (B)(6) male on (B)(6) 2015. The initial setting pressure is unknown. Two days after implantation, the patient's condition got worse, and the surgeon conducted emergency surgery and removed the device, but the patient died. The surgeon suspects that the abdominal catheter may have damaged the peritoneum due to its improper positioning.